Event description:
The reporter has experienced er1 messages. When he gets an er1, he turns the meter off and on and retests. The second results are usually within his normal range. He alleges no harm.